Event description:
Customer reportedly rec'd blood glucose results of 719 and 619 mg/dl. The results are outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.